Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired and first clip would not form correctly (clip was scissored). The device was not used after this first firing. The case was completed with a competitor product. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed ten clips as intended and it ejected seven clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.